Event description:
In 2004, a pt was treated one time with compound w freeze off for a wart on their finger. The same night of treatment the area was red, next day the wart was black and finger was red, with a blister developing. Later the same day the pt complained of discomfort and was seen by a doctor at the urgent care facility. Physician referred to plastic surgeon. Plastic surgeon referred pt to burn center for treatment of the blister. Burn center treated pt for three weeks. Pain killers were prescribed and the blistered area was treated and wrapped.